Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a device check after receiving multiple shocks within a week. Upon interrogation, the device was in backup vvi mode and further programming was not possible. No further information is available.